Event description:
The customer reported that they system failed to maintain fifo. Once disk is full, system does not save any images and displays disk full error. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard disk drive, software and interconnect cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.